Event description:
The event occurred in the us. It was reported that the rotaflow displayed the error message ¿head¿. The issue was observed during startup of the device. No harm to any person has been reported. The reported behavior can cause an unintentional pump stop. Therefore, a report is required. Complaint ID: (B)(4).

Manufacturer narrative:
The rfd was sent into the depot for repair. The investigation is ongoing. As soon as new information becomes available a follow up medwatch will be submitted. Note: no UDI number has been included in the section d4 unique device identifier (UDI) since this machine (rotaflow) has been manufactured on year 2013. All maquet cardiopulmonary class ii products manufactured until 2015 do not have UDI entries. Therefore, no UDI number is available.